Event description:
It was reported that a vns patient received a high lead impedance warning during system and normal mode diagnostic testing. The patient's treating vns therapy physician indicated that diagnostics performed three months earlier had confirmed proper device function and that there had been no admission of patient trauma prior to receiving these results. The patient will be undergoing a full vns revision surgery soon.